Manufacturer narrative:
The observed internal cannula tear is related to action #(B)(4). The customer alleged that the insulin inside the device appeared orange, indicating the presence of internal corrosion. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.6 cloud - operating system bp2a.250605.031.a3.s901usqs8gza1 cloud - hardware sm-s901u cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for orange colored fluid in the pod.